Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending.

Event description:
In 2009, the sales representative reported that during surgery, it was noted that one of the closure tops had a thread that was chewed up when the surgeon attempted to screw it down. Additional information received on 08/13/2009. The surgeon was using the closure top starter and it intermittently would drop the closure tops into the wound. The surgeon retrieved the closure tops out of the wound and continued to implant them. The surgeon finished the case with the closure top starter driver. There was no surgical delay.